Event description:
The inclose-gsm mesh was implanted in 2006 following a discetomy procedure (partial) for treatment of symptoms related to a herniated intervertebral disc at l4-l5. Disc height was recorded as 5-6mm at the time of implant. The mesh was impanted through a horizontal slit in the anulus and secured with anchor bands above and below the incision line. The patient reported sudden leg pain approximately 6 months after implantation. MRI evaluation suggested device extrusion as the cause of the leg pain. An exploratory procedure was performed 7 months later at which time it was noted that the device had expulsed. The physician retrieved the device and performed additional decompression of the intervertebral disc space. Due to ingrowth of tissue, the device was damaged during removal, compromising the opportunity for subsequent investigation. It seems that the mesh was intact prior to removal, but the status of the sutures (anchor bands) remains unknown. There were no additional complications associated with the procedure and the physician was satisfied with the result.

Manufacturer narrative:
The actual device was returned to the company for evaluation. It was noted that the device was damaged during removal and offered limited information for the evaluation. Visual examination of the returned device demonstrated that it deployed into a shape consistent with what would be expected for the anatomical space to which it was applied. The sutures (anchor bands) were recovered and returned with the mesh, however they were compromised during retrieval affording little opportunity to assess initial placement or overall effectiveness. We can only conclude that the device failed by a known failure mode which is defined in the package insert as extrusion.